Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced. More information was requested, but not yet provided.

Event description:
New information noted that the issue was discovered during in clinic visit. Patient also had elevated capture threshold.

Manufacturer narrative:
Correction: the awareness date in should have been (B)(4) 2019 rather than (B)(4) 2018.

Event description:
New information received noted that there was loss of capture of the right ventricular lead due to lead dislodgement. Patient received inappropriate shocks. Patient was stable post procedure.